Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 06/19/2016 to 12/3/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The cyclesure® 24 bi was not returned for visual inspection. Retains testing was not performed since the lot has expired. There is insufficient information to determine an assignable cause. Multiple attempts to follow-up with the customer were unsuccessful. Should additional information become available, the complaint file will be re-opened and evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct catalog number is 14324-98. (B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. It is unknown whether or not the affected load was recalled or released for use. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.